Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Insulin pump received battery failed alarm. Customer stated the battery changed but the issue was not resolved. Customer changed new battery. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Display did not return even after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case.